Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer were stuck. This occurred during a procedure when started reaming the devices fused together. A different tray was used to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual evaluation revealed that angled reamer sleeve, 10° had stuck with the matting part returned ar-9676. Also, abrasion marks on the base of the angled reamer sleeve. Functional testing with the mating part returned was not performed due to the devices being stuck. The most likely cause for the reported failure can be attributed to user error of the device due to interference of the mating instrument.